Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient, implanted for non-malignant pain and occipital neuralgia, reported they saw a power on reset (por) message and then their implant turned off and therapy stopped. The patient was walked through how to clear the por and it was successful and their therapy was adequate.